Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer requested battery check. There was no further info provided. There was no report of pt involvement.